Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned to the manufacturer for evaluation. The result of the investigation is unconfirmed for the reported activation problem. The device successfully activated during the functional examination. The electrode was undamaged and the height of the electrode was within specifications. The device failed to fully cut through the tissue during the functional examination due to the electrode becoming unseated due to user handling. The definitive root cause for the reported activation problem could not be determined based upon the available information received from the field communications and sample evaluation. Based upon the available information a definitive root cause could not be determined. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: precautions: 3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be create or there may be some vessel injury. Avf creation 25. Remove the arterial catheter from the packing card and inspect for damage (see figures 1-3). Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 26. Advance the arterial catheter over the 0.014" wire and insert through the arterial sheath, taking care not to kink the distal magnet arrays. Under fluoroscopic guidance, advance the catheter to the target avf location. 27. Rotate the arterial catheter until the illumination of the rotational indicator is maximized and the concave surface of the backstop is pointed at the venous wire. 28. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs b) unclip the venous handle and then slide the catheter out of its containment tube. Refer to image of wavelinq¿ 4f endoavf system catheters and packaging in ¿system description¿ section above. Do not remove the yellow hemostasis valve crosser. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 30. The hydrophilic coating on the catheters does not need to be hydrated or wiped prior to use. 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. H10: d4 (expiry date: 12/2021).

Event description:
It was reported that during a arteriovenous fistula (avf) creation through the basilic vein using ulnar artery, the device allegedly had activation problem. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during preparation for an arteriovenous fistula (avf) creation procedure, the device allegedly had activation problem. The procedure was completed using another device. There was no reported patient injury.